Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported that the implant migrated. The device was explanted. The surgeon believes the device was not sufficiently positioned posteriorly and patient activity may have contributed to the event.